Manufacturer narrative:
The iabp is under evaluation. A supplemental medwatch will be submitted when the eval is completed.

Event description:
The customer reported that prior to use on a pt, upon power up of the unit, the display was blank. When the customer moved the cable which connects the main unit to the monitor, the display turned on. Pumping was not affected and therapy was initiated. The pt was switched to another iabp and therapy was completed. No pt injury was reported.